Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose readings. The customer's blood glucose level was 74 mg/dl at the time of the incident and treated with food. The customer alleged possible pump over delivery because they have gone through a lot more insulin than normal. The customer reported the drive support cap appears normal. The customer reported they are unsure if the insulin pump programming is accurate. It was reported that a month ago the doctor changed some numbers. The customer was advised that the insulin pump needed to be replaced and was recommended to refer to the backup plan. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.